Manufacturer narrative:
Date send: 10/12/2004.

Event description:
It was reported that during a cholecystectomy procedure, the blade was broke near the hand piece. An electronic blade was used to finish the or. No pt consequence.